Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, non-sustained rv oversensing episodes were noted. The oversensed signals appeared to be due to lead noise. The mechanical motion of the heart was suspected to influence the noise. No inappropriate therapy was delivered and the patient was stable.